Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy bleeding"), polymenorrhagia ("had my 3rd period in 30 days"), headache ("headaches"), arthralgia ("joint pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during sex"), coital bleeding ("bleeding during sex") and tremor ("tremors"). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, headache, arthralgia, abdominal pain lower, dyspareunia and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, arthralgia, coital bleeding, dyspareunia, genital haemorrhage, headache, medical device removal, polymenorrhagia and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy bleeding"), polymenorrhagia ("had my 3rd period in 30 days"), headache ("headaches"), arthralgia ("joint pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during sex"), coital bleeding ("bleeding during sex") and tremor ("tremors"). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, headache, arthralgia, abdominal pain lower, dyspareunia and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, arthralgia, coital bleeding, dyspareunia, genital haemorrhage, headache, medical device removal, polymenorrhagia and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: case (B)(4) was identified to be duplicate of this case and will be deleted. Source documents, reference section from case (B)(4) has been transferred to this retained case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy bleeding"), headache ("headaches"), arthralgia ("joint pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during sex"), coital bleeding ("bleeding during sex") and tremor ("tremors"). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, headache, arthralgia, abdominal pain lower, dyspareunia and coital bleeding outcome was unknown. The reporter considered abdominal pain lower, arthralgia, coital bleeding, dyspareunia, genital haemorrhage, headache, medical device removal and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New event hysterectomy was added. Case was updated to serious incident case. Reporter was added. Patient age was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.